Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead. Rv lead dislodgement was suspected, however, this was not observed via diagnostic imaging. At a later date, the capture threshold returned to an acceptable value. No intervention was performed to resolve the event and the patient was in stable condition. The patient was in stable condition and will continue to be monitored.